Manufacturer narrative:
Clarification to d6a implant date: partial date 2002. Additional, changed, and/or corrected data: b5, d6b, h6, h11.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.